Event description:
During a left colectomy procedure, while attempting to open the anvil of a cs29 stapler via an idrivec, neither the close/fire nor open buttons of the idrivec was able to effect a change in the position of the anvil. Another idrivec was subsequently used to complete the procedure.

Manufacturer narrative:
Patient's weight is unknown. (B) (4). The idrivec and concomitant cs29 were both visually and functionally evaluated; both performed according to specifications. The root cause of the alleged malfunction could not be determined. (B) (4)